Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device. The patient removed the pod and there was "encapsulated fluid at the pod site." The patient called a clinician and was prescribed flucloxacillin to take for 5 days. The patient also stated they were new to omnipod 5 and had been using the same infusion site. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.